Event description:
It was initially reported that the ¿device is no longer working¿. The issue was later clarified to be that the device had a red ¿x¿ and would not power on. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is no longer working. There was no patient involvement.